Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient made a comment that they wished they implanted the ins ¿a little more convenient,¿ as sometimes it was hard to reach. No further complications were reported/anticipated.